Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was revised five months post-operatively due to pain and the locking bar backing out. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Medical device - UDI # - (B)(4). The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Revision operative notes confirm that the locking bar became loose without any trauma. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(UDI) #: (B)(4). Concomitant medical products - palacos bone cement catalog #: 00111314001 lot #: 87434701, palacos bone cement catalog #: 00111314001 lot #: 87424700 (qty 3), palacos bone cement catalog #: 00111314001 lot #: 87414698, biomet knee stem 20mm x 80mm catalog #: 148170 lot #: 315640, vanguard ssk 360 femoral component catalog #: 185266 lot #: 3925361, 3 peg patella catalog #: 184764 lot #: 381850, biomet 360 tibial tray 75mm catalog #: 185204 lot #: 038160, augment wing catalog #: 185650 lot #: 370800, biomet knee stem 16mm x 40mm catalog #: 148146 lot #: 017790.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was revised five months post-operatively due to pain and the locking bar backing out. Initial operative notes identified no complications during the procedure. Revision operative notes identified no complications during the procedure. The locking clip and polyethylene bearing were removed and replaced, and the new components showed excellent catching of the polyethylene locking mechanism. No additional patient consequences were reported.